Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079003) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("essure problems") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), eletriptan hydrobromide (relpax), esomeprazole magnesium (nexium), linaclotide (linzess), multivitamin, pyridostigmine bromide (mestinon) and topiramate. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2013, 8 years 8 months after insertion of essure, the patient experienced adverse event (seriousness criteria medically significant and intervention required), abdominal distension ("bloat"), unevaluable event ("bacon in abingtin") and metrorrhagia ("pots"). In 2017, the patient experienced autonomic nervous system imbalance ("the caused pots and autonomic dysfunction"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the adverse event, abdominal distension, autonomic nervous system imbalance, unevaluable event and metrorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal distension, adverse event, autonomic nervous system imbalance, metrorrhagia and unevaluable event with essure. The reporter commented: disability/permanent damage, intervention was mentioned but not specified and/or assigned to one of the events¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079003) on 20-aug-2018. The most recent information was received on 19-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ("essure problems") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), cyclobenzaprine hydrochloride (flexeril), eletriptan hydrobromide (relpax), esomeprazole magnesium (nexium), linaclotide (linzess), multivitamin, pyridostigmine bromide (mestinon) and topiramate. On (B)(6) 2004, the patient had essure inserted. On (B)(6) 2013, 8 years 8 months after insertion of essure, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required), abdominal distension ("bloat"), unevaluable event ("bacon in abingtin nos") and metrorrhagia ("pots"). In 2017, the patient experienced autonomic nervous system imbalance ("the caused pots and autonomic dysfunction"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the adverse reaction, abdominal distension, autonomic nervous system imbalance, unevaluable event and metrorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal distension, adverse reaction, autonomic nervous system imbalance, metrorrhagia and unevaluable event with essure. The reporter commented: disability/permanent damage, intervention was mentioned but not specified and/or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.